Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. B71760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arnold-chiari malformation (brain surgery) and kidney stones (lithotripsy). Concomitant products included intrauterine contraceptive device (copper iud) from (B)(6) 2014 for contraception, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014 for pelvic pain female as well as norethisterone acetate (aygestin) from (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), vulvovaginal candidiasis ("bladder/urinary problems - candidal vaginosis"), post procedural complication ("post procedural complication"), bladder disorder ("bladder/urinary problem") and urinary tract disorder ("bladder/urinary problem"). The patient was treated with surgery (ablation and hysterectomy (uterus and cervix)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, vulvovaginal candidiasis, post procedural complication, bladder disorder and urinary tract disorder had resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: essure insertion detail-on the left, 3 coils were noted, and on the right 2 coils were noted. Patient was treated for pain, abnormal bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs added. Event "bladder/urinary problems" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. B71760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arnold-chiari malformation (brain surgery), kidney stones (lithotripsy), cervical intraepithelial neoplasia iii, hydrosalpinx, paratubal cyst and abnormal uterine bleeding. Concomitant products included intrauterine contraceptive device (copper iud) from (B)(6) 2014 to (B)(6) 2014 for contraception, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014 for pelvic pain female as well as levonorgestrel (mirena) and norethisterone acetate (aygestin) from (B)(6) 2014 to (B)(6) 2014. In (B)(6) 2014, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), vulvovaginal candidiasis ("bladder/urinary problems - candidal vaginosis"), post procedural complication ("post procedural complication"), bladder disorder ("bladder/urinary problem") and urinary tract disorder ("bladder/urinary problem"). The patient was treated with surgery (ablation and hysterectomy (uterus and cervix), laparoscopic bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, genital haemorrhage, vulvovaginal candidiasis, post procedural complication, bladder disorder and urinary tract disorder had resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, bladder disorder, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, urinary tract disorder, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: essure insertion detail-on the left, 3 coils were noted, and on the right 2 coils were noted. Patient was treated for pain, abnormal bleeding and bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: uterus with fallopian tubes (hysterectomy with bilateral salpingectomy): a. Cervix: focal high grade squamous intra epithelial lesion (cin iii); excised. B. Endometrium: benign secretory endometrium and stroma. C. Myometrium/serosa: no diagnostic abnormality. D. Fallopian tubes: benign tubal epithelium.; on (B)(6) 2018: received in formalin container labeled bilateral tubes are fallopian tubes covered by pink-tan serosa with blunt ends. On multiple cross-sections, the center cystic area of the first tube contains a moderate amount of clear watery substance. Attached to the external surface of the second tube are a couple small paratubal cysts that are up to 0.5cm in greatest dimension. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia". Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. B71760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arnold-chiari malformation (brain surgery), kidney stones (lithotripsy), cervical intraepithelial neoplasia iii, hydrosalpinx, paratubal cyst and abnormal uterine bleeding. Concomitant products included intrauterine contraceptive device (copper iud) from (B)(6) 2014 for contraception, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014 for pelvic pain female as well as levonorgestrel (mirena) and norethisterone acetate (aygestin) from (B)(6) 2014. In (B)(6) 2014, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, the patient had essure inserted. In april 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), vulvovaginal candidiasis ("bladder/urinary problems - candidal vaginosis"), post procedural complication ("post procedural complication"), bladder disorder ("bladder/urinary problem") and urinary tract disorder ("bladder/urinary problem"). The patient was treated with surgery (ablation and hysterectomy (uterus and cervix), laparoscopic bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, genital haemorrhage, vulvovaginal candidiasis, post procedural complication, bladder disorder and urinary tract disorder had resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, bladder disorder, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, urinary tract disorder, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: essure insertion detail-on the left, 3 coils were noted, and on the right 2 coils were noted. Patient was treated for pain, abnormal bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: uterus with fallopian tubes (hysterectomy with bilateral salpingectomy): a. Cervix: focal high grade squamous intra epithelial lesion (cin iii); excised. B. Endometrium: benign secretory endometrium and stroma. C. Myometrium/serosa: no diagnostic abnormality. D. Fallopian tubes: benign tubal epithelium.; on (B)(6) 2018: received in formalin container labeled bilateral tubes are fallopian tubes covered by pink-tan serosa with blunt ends. On multiple cross-sections, the center cystic area of the first tube contains a moderate amount of clear watery substance. Attached to the external surface of the second tube are a couple small paratubal cysts that are up to 0.5cm in greatest dimension. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received-new reporter, lab data, medical history, concomitant drug, removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. B71760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arnold-chiari malformation (brain surgery) and kidney stones (lithotripsy). Concomitant products included intrauterine contraceptive device (copper iud) from (B)(6) 2014 to (B)(6) 2014 for contraception, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014 for pelvic pain female as well as norethisterone acetate (aygestin) from (B)(6) 2014 to (B)(6) 2014. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6)( 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and hysterectomy (partial),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion detail-on the left, 3 coils were noted, and on the right 2 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. B71760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arnold-chiari malformation (brain surgery) and kidney stones (lithotripsy). Concomitant products included intrauterine contraceptive device (copper iud) from (B)(6) 2014 to (B)(6) 2014 for contraception, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014 for pelvic pain female as well as norethisterone acetate (aygestin) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), vulvovaginal candidiasis ("bladder/urinary problems - candidal vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (ablation and hysterectomy (uterus and cervix)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, vulvovaginal candidiasis and post procedural complication had resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: essure insertion detail-on the left, 3 coils were noted, and on the right 2 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Events - genital bleeding, candida vaginosis & post procedural complication were added. Outcome of the events updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a female patient who had essure (batch no. B71760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arnold-chiari malformation (brain surgery) and kidney stones (lithotripsy). Concomitant products included intrauterine contraceptive device (copper iud) from (B)(6) 2014 to (B)(6) 2014 for contraception, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014 for pelvic pain female as well as norethisterone acetate (aygestin) from (B)(6) 2014. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and hysterectomy (partial),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion detail-on the left, 3 coils were noted, and on the right 2 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia". Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish. Reporter information, medical history, concomitant drug, events onset date, event outcome, lab data, essure removal date were added. Device category changed from device other event to incident. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.